Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was displaying an e5 error code, and failed pre-test for safety assessment (unintended activation/motion). Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device was displaying an e5 error code (fault in the handpiece). It was noted that the electrical pins were pressed in. It was further determined that the device failed pretest for safety assessment: (cutter does not rotate, ¿e2¿ is displayed), no short circuit between sensor gnd and connector body, no short circuit between 5vdc line and connector body, no short circuit between hall sensors and connector body, no short circuit between phases and connector body, and motor thermistor assessment. It was noted in the service order that the console indicator was displaying an e5 error. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.